Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple occlusion alarms. The customer's blood glucose (bg) level was in the 600s. Boluses and insulin injections were used in an attempt to lower the bg. The customer was admitted to the hospital and was treated with potassium chloride, intravenous fluids and an insulin drip. The customer was discharged the same day and the bg level was 141 mg/dl. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.